Manufacturer narrative:
The post market clinical staff reviewed the provided medical records based on the medical records information, it appears that upon review of received, there is no documentation supporting the event of hospitalization due to pneumonia and fluid overload in (B)(6) 2014. The patient was seen in the emergency room and sent home. Although this has been reported as a serious injury, it is undetermined if there is a suspected causal relationship between the event and the liberty cycler. There was no report of malfunction or the device being out of specifications. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Upon review of received medical records, it was reported that patient had an admission in (B)(6) and was treated for pneumonia and fluid overload. Upon review of the (B)(6) medical records, it was found that there was no record of treatment for fluid overload and pneumonia. On (B)(6) 2014, the patient was seen in the emergency room with complaints of intermittent abdominal pain in the right upper quadrant and epigastric region for the past week. She initially had diarrhea, then became constipated. She also reported anorexia, arthralgia and back pain. She had no fever, nausea, and vomiting or chest pain. Her effluent peritoneal dialysis fluid was examined and showed no sign of infection. The patient was prescribed a trial of low dose ativan for sleep and pepcid and discharged home with her son.